Manufacturer narrative:
The unit was received with no button response due to corroded keypad traces. No button error alarm was during testing noted. The unit was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage was found on the lcd board, motherboard, interfaceboard, reference board, motor, vibrator and battery tube assemblies during visual inspection. The following physical damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was submerged in pool water; the screen became wet and kind of faint. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.